Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician opted not to perform a 41 joule shock since the 1.1 joule shock returned normal shock impedance measurements. It was noted that through the device the shock impedance measurement continued to display low out of range measurements, however the physician has opted to monitor the situation. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted during an upgrade procedure. After pocket closure, the physician re-tested the leads and noted that the competitive right ventricular (rv) lead exhibited a low out of range shock impedance measurement. A 1.1 joule commanded shock was performed and the lead shock impedance measurement returned to within normal limits. Boston scientific technical services (ts) was consulted and discussed possible electromagnetic interference (emi) as a reason for one out of range measurement followed by a normal measurement. Ts suggested also performing a 41 joule shock to ensure the integrity of the tachycardia system. The field representative will discuss the recommendation with the physician. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional informationis currently available. If additional information becomes available, the event will be updated.